Event description:
Caller reported an error with the continuous glucose monitor, identified as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive instructions for resetting the pump, and after the reset, the error did not reoccur. The customer was instructed to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.